Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Stroke is a known potential complication associated with all patients implanted with vads. The medical team believes this event to be possibly related to the device. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient experienced lethargy, altered mental status (ams), difficulty recalling memory. The patient's personality, speech, vision, strength, sensation, and gait all been normal. The wife reported that there were no recent medication changes, no symptoms of infection, and no reports of vad alarms. Upon admission to the hospital, the patient's inr was determined to be within therapeutic range and mean arterial pressures was "well controlled". CT head scan revealed an acute ischemic stroke of the left vertebrobasilar and thalamic regions. The following day ams resolved and follow up CT results were negative. Lvad speeds were increased to 60 with some improvement in mitral valve function with aortic valve no longer opening. Prior to discharge home the patient received cognitive therapy. He was reported to be doing well with minimal residual neurological deficit.

Manufacturer narrative:
After further review of additional information received the following sections have been corrected accordingly. Additional information reported from the clinical study site indicated that the patient was admitted on (B)(6) 2015 for an ischemic / embolism cerebral vascular accident (cva), which was diagnosed by (CT) with a subacute left thalamic stroke. During the admission on (B)(6) 2015 the patient developed a bacterial driveline infection that was treated by drug therapy, intravenously (IV). Patient was stated to have been discharged on (B)(6) 2016. No additional information available. Added additional patient codes to better reflect the reported event. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.